Event description:
Delivered via forceps & vacuum for non-reassuring fetal heart tracings, compound presentation. Vacuum applied at station +1, applied x 1, pulled x 2, and popped off and reapplied. Applied at station +2, pulled x 2 and popped off, forceps applied. Half moon shaped, 2-2-1/2cm x 8 cm abrasion to inside top area of vacuum mark. Cephalohematoma, dark blood oozing from fetal scalp electrode mark on occiput. Two days later fine tremors, rhythmic jerky movements x 6 beats.